Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient's spouse regarding an external neurostimulator (ens). Spouse feels the lead might have moved so the spouse will contact the healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.